Manufacturer narrative:
(B)(4). The device is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.

Event description:
A hospital in (B)(6) reported that when a new rt110 adult breathing circuit was connected to the humidifier, the humidifier base began alarming, indicating "limp problem, not heating up". The hospital staff changed the temperature probe and the heater wire adaptor, but the problem was not resolved. The alarm on the humidifier base stopped when a new inspiratory tube was used. It was further reported that when the registered respiratory therapist examined the connector pins of the rt110 breathing circuit, they appeared "ok". No patient consequence was reported.